Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the surgeon (date not reported) repositioned the receiver/stimulator package due to extrusion of the internal device. The implanted device remains.